Manufacturer narrative:
Patient-device interaction (cardiac arrest) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71-year-old male with a history of acute myocardial infarction and cardiogenic shock, classified as scai shock stage e prior to support, was implanted with an impella cp via percutaneous right femoral arterial access. The device functioned as intended throughout support, operating at p-9 and delivering approximately 3.4 l/min of flow with d5w sodium bicarbonate utilized in the purge solution. There were no reported performance concerns during the course of therapy. The patient remained critically ill and, while plans were in place for escalation of care, he experienced a cardiac arrest in the ICU and expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock and progression of severe underlying cardiogenic shock and critical illness.